Event description:
The pt was seen by the physician because he had received several inappropriate shocks. Upon x-ray examination, a lead fracture was confirmed. At explant, it was observed that the silicone appeared to be worn down from rubbing against the ICD can.